Event description:
It was reported that the customer had issues with her continuous glucose monitoring system. As a result of not wearing her continuous glucose monitoring system her blood glucose level dropped and had to receive assistance from the paramedics. Her blood glucose level was 58 mg/dl. Her low blood glucose level was caused by exertion and lack of food while on a bike ride. The customer's continuous glucose monitoring system would not charge. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.